Manufacturer narrative:
Device evaluated by MFR: the motion control box was returned to the manufacturer for evaluation. After functional testing, performance testing and visual /physical examination the reported issue could not be confirmed. The motion control box was installed on a known working system. The system booted and readied. They performed motion calibration and that passed. The motion travel was on all axes and it was smooth and functional, the system opened and closed the gantry door multiple times without issue. The system performed a 2d and 3d imaging, both were successful. No problems were found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that the system would not close around the patient. The site tried rebooting the system two times with no resolve. There were no error on the pendant or the mobile view station (mvs). All other motions worked. The site didn't appear to be anything blocking the gantry from closing. Imaging was aborted. No impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site. Initial reporter not known at time of reporting. A manufacturer representative (rep) went to the site to test the imaging system. The reported issue was not confirmed the rep could not replicate the error as the door opened and closed as intended. They did find an error code 114 of the gantry motion controller when they were trying to make the door work. They replaced the gantry motion controller and uploaded the firmware. A system checkout was performed and the system is working as intended. The door winch was returned to the manufacture for evaluation. After visual/physical examination the reported issue was not confirmed. The part was returned unused. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that the system would not close around the patient. The site tried rebooting the system two times with no resolve. There were no error on the pendant or the mobile view station (mvs). All other motions worked. The site didn't appear to be anything blocking the gantry from closing. Imaging was aborted. No impact on patient outcome.